Manufacturer narrative:
(B)(4). The nuvasive gradient screw, 4x14mm fixed remains implanted and there are no plans for revision surgery. The product is not available for evaluation. Pre-op, intra-op, 6-week post-op, 20-week post-op, and 36-week post-op radiographs received for review. Prior fusion at c5-c6 level is confirmed. The c4-c5 vertebral bodies show pathological changes in the endplates. Intra-operative film shows good screw placement. The root cause of this screw breakage is unknown. Due to the fact that event occurred at 20 weeks post operation, possible cause due to non-union of pt segments. Failure of pt to fuse may result in material fatigue resulting in mechanical failure. No additional evaluation can be made at this time. No conclusion can be drawn whether pt condition contributed to device failure. Potential risks identified with the use of this system, which may require additional surgery include: bending, fracture, or loosing of implant component(s).

Event description:
Surgeon reported that following a single-level acdf procedure at c4-c5 on (B)(6) 2011, the inferior screws were noted to have broken 20 weeks (approximately (B)(6) 2011) after the surgery. Fixed screws were placed in the inferior vertebral body, with variable screws at the top. No pt injury was been reported. Pt condition is reported to be fine. No revision surgery is planned at this time. No product is planned to be returned at this time. Future revision or medical intervention is unknown.